Event description:
Initial info received from a nurse on 9/27/10 with add'l info received on 9/30/10: a female pt (age unk) received treatment on (B)(6) 2010 with poly-l-lactic acid (sculptra aesthetic, lot# and exp date unk) experienced swelling and bruising post initial injection. Nurse reported that poly-l-lactic acid was reconstituted with lidocaine. No further info reported.